Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a screw passing through a plate. When the surgeon inserted the locking screw in the most distal hole at a radial side of the plate, the screw went through the plate without locking. The surgeon was unable to remove the screw, it remains in the patient. This is report # 2 of 2 for the same event.

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. Internal investigation was performed at synthes EU. No material was sent back for investigation, therefore, no investigation is possible and the cause of this occurrence cannot be determined.

Manufacturer narrative:
Device was used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history record has been requested.